Manufacturer narrative:
(B)(4). Event date: the date of the event was reported as an unknown date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aspect technique was further described as the patient did not disconnect properly during pd therapy. It was unknown if the patient was hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.